Event description:
On 05 june 2008, abbott spine became aware of the following event as a result of a clinical study. In 2004, the pt underwent surgery at l4-l5. On an unk date, the pt experienced an onset of low back pain. The low back pain had not resolved. The surgeon believes that the low back pain was not related to pedicle screws system.

Manufacturer narrative:
No device will be returned. This medwatch was initiated to document an adverse event communicated from a clinical study. Eval is pending. Note: a report or other info submitted by a reporting entity under this part, and any release by FDA of that report of info, does not necessarily reflect a conclusion by the party submitting the report to FDA that the report of info constitutes an admission that the device, reporting entity, or its employees or agents caused or contributed to the reportable event. The reporting entity need not admit and may deny (and may expressly reserve the right to deny) that the device, the party submitting the report or employees thereof caused or contributed to a reportable event.